Manufacturer narrative:
This report is submitted on 21 april 2021.

Event description:
Per the clinic, the patient experienced pain and non-auditory sensations with device use, resulting in explant of the device on (B)(6) 2021. There patient was not re-implanted with a new device.